Manufacturer narrative:
Livanova (B)(4) manufactures the s5 control panel mast roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The replaced mast mounted double head pump control panel was returned to livanova USA for further investigation. During testing on the s5 gold standard unit, no issues were noted with the touch screen. Multiple settings were changed on the control panel through various touch points on the screen with success at all points. The reported failure could not be duplicated and the device operated as expected. Because the original faulty touch screen that the issue was originally reported on was replaced and not returned for further evaluation, it could not be tested. The control panel with the newly installed touch screen was tested with no issues identified. As the issue could not be reproduced, a root cause was not determined.

Manufacturer narrative:
(B)(4) manufactures the s5 control panel mast roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative was told by perfusion that the touch screen was currently functioning correctly. However, the perfusionist stated that the touch screen did not respond to touch for the previous few days. The touch screen was replaced along with the hkr board. Subsequent testing found that the new display did not light up. A complete new control panel was installed and functional checks did not identify further issues. The device was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned to manufacturer.

Event description:
(B)(4) received a report that the touch screen of the s5 control panel mast roller pump failed during a procedure. There was no report of patient injury.